Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation for the fracture of the olecranon. After attachment of the plate, the surgeon inserted a cortical screw into the distal diaphyseal and tried to insert the va locking screw into the proximal olecranon. At first, the surgeon inserted the va locking screw into the most proximal screw hole with the torque limiter; however, the screw was not fully tightened. Although the inserted screw of the second hole from the proximal olecranon was tightened, the inserted screw of the fourth hole from the proximal olecranon was not tightened. When the surgeon inserted the screw into the third hole from the proximal olecranon, the screw was tightened. However, the screw head was broken, and the broken screw head was attached to the tip of the screwdriver shaft. The surgeon decided to remain the broken screw. The surgery was completed successfully within 30 minutes delay. According to the surgeon, the surgeon thought that the cause of the event was his own procedural error such as wrong insertion direction and excessive force applied during insertion. However, the sales rep seemed that the surgeon was using the instruments as a surgical manual, so that the sales rep guessed that the cause of this event could be a malfunction of the torque limiter. No further information is available. This complaint involves one (1) devices va lockscr ø2.7 head 2.4 self-tap l52 ta. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history part: 04.211.052s, lot: 8l87445, release to warehouse date: 03 december, 2021, manufacturing site: selzach , supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.